Event description:
A customer reported that their pump screen was dark and would not turn on, with a constant vibration occurring prior to contacting technical support. There was no adverse impact to the customer's blood glucose level. Technical support attempted several troubleshooting steps, including checking the power source and button functionality, but the pump screen remained off, indicated by a red blinking led. As a result, technical support arranged to replace the pump. The customer was informed of the replacement plan, instructed on how to handle the current pump, and planned to use multiple daily injections (mdi) as backup therapy while awaiting the new pump.